Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has a slight increase and varying threshold. The lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.